Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
On thursday (B)(6), I was covering a case where the pre operative plan was to revise an existing construct that was done by another surgeon at another facility. When removing one of the screws, the surgeon informed me that one of the screws was broken, at which point we needed to use the bone screw removal instrument referenced above. After the screw was explanted, the screw was not able to be disengaged from the instrument. Shortly after, while trying to remove another screw, the surgeon attempted to remove the screw using the x20 driver when the tip broke off. The surgeon then attempted to remove this using another screw driver which also broke. We were however able to remove the screw shortly after.